Event description:
Hamilton medical ag received the following event description: during regular visit checked ventilator found that ventilator was showing fan failure alarm. No patient involvement. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.